Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller displayed a driveline power fault wrench alarm. The patient's controller would not connect to two different ipads or to the monitor for log file interrogation. The alarm was resolved after the controller and modular cable were exchanged. Submitted images of the patient's exchanged modular cable appeared to show some metal shavings that may have interrupted the connection between the controller and the pump. Log files from the new controller with the modular cable change were submitted to tech services for review. Log files did not capture any further driveline power fault alarms following the controller exchange.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms and communication issues between the system controller and the system monitor were not confirmed. The provided information indicated log files from the controller in use at the time of the reported event were unable to be downloaded. The controller and modular cable were exchanged and the alarm and communication issues resolved. Multiple attempts were made to obtain the serial number of the exchanged controller, if any log files from the exchanged controller were available, and if any product will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. The submitted log files were extracted from the new controller, serial number (B)(6), and new modular cable. The log files were reviewed and captured a pump stop on 16nov2025 consistent with the reported controller exchange. There were no other notable events captured. A root cause for the reported events was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to connect to the heartmate touch and how to use the heartmate touch. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.